Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the extraction procedure the patient's blood pressure dropped to a very low level and chest compressions were performed. The patient's chest was opened and there was a tear noted in the right atrium which caused blood loss. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.